Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no complications reported.